Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 664661) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included periodontal disease, bloating, vulval irritation, sinus operation, adnexa uteri pain and c-section. Concurrent conditions included overweight. In (B)(6) 2010, the patient experienced abdominal pain lower ("lower right abdominal pain"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In (B)(6) 2010, the patient experienced weight increased ("weight gain"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), emotional distress ("emotional distress") and immune system disorder ("I have also been complaining of different types of immune symptom complaints with negative"). The patient was treated with surgery (to remove the essure implant / bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, emotional distress, weight increased, migraine, headache and immune system disorder outcome was unknown, the alopecia, vaginal haemorrhage and menorrhagia was resolving and the dyspareunia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, dyspareunia, emotional distress, headache, immune system disorder, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (right tube occluded). Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received: new event "abnormal bleeding (vaginal), abnormal bleeding(menorrhagia), migraines, headaches; dyspareunia, dyspareunia (painful sexual intercourse), lower right abdominal pain and I have also been complaining of different types of immune symptom complaints with negative" were added. Lot number was added. Lab data was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), emotional distress ("emotional distress"), alopecia ("hair loss") and weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, emotional distress, alopecia and weight increased outcome was unknown. The reporter considered alopecia, emotional distress, pelvic pain and weight increased to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.